Event description:
It was reported that the balloon burst. The target lesion was located in the severely tortuous left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon burst. The device was removed smoothly from the patient's body. The procedure was completed by rotablation. No complications reported and patient was stable post procedure.